Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a right distal tibia fracture with extension into the diaphysis procedure, the screw broke during insertion in the plate. The broken fragment remains in the patient. The broken screw head was retrieved and returned for evaluation. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.